Event description:
It was reported that this right ventricular (rv) lead showed noise during device interrogation and a damage was noted on the lead. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.